Manufacturer narrative:
H6: the broken talar impactor cover reported was likely the result of the material of the device not being able to withstand the stresses applied to the device during use in surgery or during assembly/disassembly, which led to crack initiation, propagation, and ultimate fracture of the device.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3 - the broken talar impactor cover reported was likely the result of previously unforeseen misuse which led to fracture of the device. H6 - health effect/clinical code 4582 corrected to 4580, component code 4756 corrected to g04129, investigation type 4109 corrected to b17, b15, investigation findings 3217 no longer applies, investigation conclusion 12 corrected to 61.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during a surgical procedure, during impaction of the talar implant, the talar implant inserter broke. No parts or pieces fell into the wound site. There was no surgical delay. The device is available for return. Device images provided. The patient was last known to be in stable condition following the event.